Event description:
It was reported that approximately 25 months post-implant of a bifurcated device and suprarenal aortic extension, the patient presented in the emergency room with abdominal pain and vomiting. The patient became hypotensive and tachycardic, and a computed tomography (CT) scan revealed aneurysmal rupture and extravasation. It was noted in the CT scan that there was no overlap present between the suprarenal extension and the bifurcated device. The physician performed a cut down, and elected to explant the devices. The patient was treated with a dacron graft and concluded the procedure with success. It was reported that the patient tolerated the procedure well. Additional information: it was indicated that the patient had been with abdominal pain and vomiting 3 days prior to the rupture. Patient had lost follow up with implanting physician in the last 12 months. The aneurysm had grown from the index procedure from 5.5 cm to 7.5 cm. Review of the angiogram for the index procedure revealed the overlap during implantation, between the suprarenal aortic extension and the bifurcated device, was approximately 2 cm and the patient posterior angulation (at the junction of the suprarenal extension and main body) was approximately 45 degrees.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device discarded at the facility.

Manufacturer narrative:
The device was not returned for evaluation. However, images were available for review by a clinical representative with the following impression: angiography substantiated the difficult aortic neck and the short overlap. Cta does substantiate the reported endoleak between the suprarenal extension and the bifurcated device. There is no indication that the device may have caused or contributed to the event. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the most likely cause for the reported endoleak appears to be related to inadequate overlap and disease progression. Corrected data: contact office - corrected.